Event description:
Customer reports an abo discrepancy after the galileo misread a sample ID. A sample labeled as (B)(6) was read as (B)(6) on the instrument. An abo and 2 cell screen was performed on the misread sample and was reported out as o positive with a negative screen. A manual type and screen was performed on sample (B)(6) on a different specimen tube and was reported out as ab neg with a negative screen. The data matched the historical record for this patient. The customer stated a new sample label was printed, placed on the tube, and the sample ID read correctly. The customer stated no adverse event occurred as a result of the incorrect reading.

Manufacturer narrative:
A service call was made. Instrument was tested with no errors observed. This issue was communicated to customers in technical communication cc-08-048-01 on september 30, 2008.